Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient had already had this evaluation twice, and the second time they "got [(B)(6))¿because the surgeon was rushing through the procedure" which also made them nauseous and sick. There were no device issues or further patient complications reported at this time.